Event description:
The patient reported that they were losing weight and the pump was moving around a lot inside their stomach and sometimes gets caught under the arm of the patient¿s wheelchair. The patient would get injured from this most of the time. Per the healthcare provider the patient had no change in efficacy. There was no action necessary. The positioning of the device not corrected. The patient was instructed to take care when pushing themselves in wheelchair. The pump was used to deliver morphine and baclofen. No outcome reported.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).